Event description:
Pedicle screw breakage.

Manufacturer narrative:
Explanted device was examined visually and the broken screw showed a typical breakage pattern. Measurement-technology assesment showed no deviations from manufacturer specifications. Device master records and raw materials are in specification. Additionally implant was sent to an external lab (dwg) for microscopic analysis.